Manufacturer narrative:
Medtronic received the following information from a journal article entitled;the efficacy of a protocol of iliac artery and limb treatment during evar in minimising early and late iliac occlusion vacirca a, faggioli g, pini r, spath p, gallitto e, mascoli c, abualhin m & gargiulo m european journal of vascular endovascular surgery (2020) 60, 663e670 https://doi.org/10.1016/j.ejvs.2020.07.066. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; kinking, type ia endoleak the following adverse events were observed; occlusion, stenosis, thrombosis, dissection, aneurysm enlargement & interventions including explant and femoral/femoral bypasses. Patient deaths were reported but there is no causal link that an endurant stent graft caused or contributed to these deaths.